Event description:
PICC was placed on (B)(6) 2015. Clinician allegedly had difficulty removing stylet. Once removed they noticed that the tip was allegedly frayed.

Manufacturer narrative:
The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard. The MFR has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.